Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set was fell off of during use event on (B)(6) 2024 during use. The infusion set has been used for 36 hours. Patient replaced infusion set and resumed insulin successfully. No further information was available.